Event description:
It was reported that during implant attempt, the rv (right ventricular) lead was positioned in the septum but wave amplitude was not stable. The lead was repositioned many times because the ventricle was located anteriorly. During one of the repositionings, the patient experienced a seizure and decreased blood pressure was noted. Cardiac tamponade was confirmed via echocardiography. The lead was removed and drainage was performed, and after blood pressure improved, a replacement lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).